Event description:
The lesion was located in the distal rca, containing a 90% stenosis. There was no calcification, but there was moderate tortuosity. The guiding catheter was engaged and then an attempt was made to cross the lesion as protection with the guide wire. The guiding catheter was exchanged to a more supportive device. As the guide wire was removed from the guiding catheter, the guide wire separated. Since the separation occurred in the guiding catheter, the entire guide wire was able to be removed from the pt, with removal of the guiding catheter.